Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components". The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6) 2010.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 1999. Patient reported that she returned to the surgeon after feeling unusual movement of the hip, and subsequently was revised on (B)(6) 2009. The operative report noted osteolysis present around the implants. The implants were removed and replaced with a competitor's products.